Manufacturer narrative:
(B) (4).

Event description:
It was reported that during the preparation for a coronary drug eluting stenting treatment procedure, stent damage occurred. When the physician attempted to place the 2.75x32mm taxus liberte onto the guide wire, the physician noticed that a stent strut was lifted up. It was noted that none of the packaging was damaged. The device never made contact with the pt. The procedure was completed with a 3.0x30mm non bsc stent. No pt complications occurred and the pt condition was listed as "good".